Event description:
As reported to coloplast though not verified, patient was implanted with aris and novasilk mesh. Later the patient experienced chronic pelvic pain, extrusion of vaginal mesh and left sided vaginal scar contracture. A revision and removal of vaginal mesh with release of left vaginal mesh scar contracture was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.